Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/15/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3600d-3 drill was inserted into the ar-3600d and started drilling, it got stuck in the middle and when tried to force it out, the drill broke. This case was completed by using another product of same product number. No patient harms.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the disposables kit for fibertak¿ suture anchor with 1.6 mm drill, straight spear, and obturator revealed that the fibertak was fractured into two pieces. A portion of the tip was found stacked at the distal end of the shaft of the returned mating component, while the remaining section of the shaft exhibited abrasion marks. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error with the device due to misalignment, insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument and/or prying/leveraging the devices during use.